Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, an angiographic check revealed moderate paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed, however, a transesophageal echocardiogram (tee) revealed that it created a severe central leak and a flappy leaflet was visualized. A second valve was successfully implanted valve-in-valve resolving the central leak and pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.